Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Patient code was updated due to additional information received.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room and the pacemaker was found to be in safety mode. Additionally, oversensing and pacing inhibition with 10 seconds of asystole were also observed. Additionally, it was noticed that the patient fainted at home and was rushed to the hospital. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room and the pacemaker was found to be in safety mode. Additionally, oversensing and pacing inhibition with 10 seconds of asystole were also observed. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room and the pacemaker was found to be in safety mode. Additionally, oversensing and pacing inhibition with 10 seconds of asystole were also observed. Additionally, it was noticed that the patient fainted at home and was rushed to the hospital. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code was updated due to additional information received.